Manufacturer narrative:
(B)(4). Section g4: the rt319 bi-level/CPAP circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject mr290v vented autofeed humidification chamber provided with the rt319 bi-level/CPAP circuit was returned to fisher & paykel healthcare in new zealand for evaluation. Results: visual inspection of the returned mr290v vented autofeed chamber identified a crack on the side of the chamber dome. Conclusion: the reported crack was confirmed. The root cause of the crack was not determined. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt319 bi-level/CPAP circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt319 bi-level/CPAP circuit was faulty. Upon receipt at the fisher & paykel (f&p) healthcare regional service centre, a crack on the dome of the chamber was identified. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section g4: the rt319 bi-level/CPAP circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The subject mr290v vented autofeed humidification chamber provided with the rt319 bi-level/CPAP circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt319 bi-level/CPAP circuit was faulty. Upon receipt at the fisher & paykel (f&p) healthcare regional service centre, a crack on the dome of the chamber was identified. There was no patient harm reported.